Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged 8 false positive results were obtained on the bottles. Confirmatory gram stain was performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: 8 false positive bottles. What confirmatory testing was performed that determined the false-positive result? Gram stain was done on the bottles. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument p/n 441385, s/n (B)(6)the complaint is unable to be confirmed because of lack of information. Root cause is unknown. If any additional information is provided in the future, this case will be re-opened and re-investigated. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and revealed no instrument related issues. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged 8 false postive results were obtained on the bottles. Confirmatory gram stain was performed. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: 8 false positive bottles what confirmatory testing was performed that determined the false-positive result? Gram stain was done on the bottles. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a.